Event description:
Unomedical reference number (B)(4). Event occurred in cananda. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. The blood glucose level was 18-19 mmol/l. No further information available.